Event description:
The medwatch report received from the user facility states: "during removal of the epidural catheter, the tip was noted not to be intact with the catheter. Comparison of a new catheter indicated that 2-3 cm of the catheter tip was missing. Thought to be retained."